Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low triglycerides blank (tg-b) results generated by the unicel® dxc 800 pro synchron® clinical systems. The initial tg-b results were: 0.9mg/dl, 2.7mg/dl, and 6.2mg/dl. The results were reported out of the lab. The corrected tg-b results were not supplied. It is not known if there was any affect to the patient.

Manufacturer narrative:
Based on available information, the cause was identified by the customer as a detached reagent syringe. Additional information was requested, but not supplied. Upon recur; the hardware failure could cause erroneous results of pivotal chemistries. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Although customer found hardware issue, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.